Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a non-device related procedure. Following the procedure, higher than expected heart rates were observed. It was reported the patient was connected to various hospital equipment. The device was successfully reprogrammed. No adverse patient effects were reported.